Event description:
It was reported that on (B)(6) 2024, a 24 mm amplatzer septal occluder was selected for an implant in a patient with a defeat 19.3mm and 21.2 mm on perioperative transesophageal echocardiography (toe), 24.8mm on fluoro using a 10f amplatzer trevisio intravascular delivery system. Patient has very small left atrial (la). During the procedure, the device took cobra head formation on deployment of the la disc. Device taken out of the body and cleaned & reprepped. Corba formed x 3 more times. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Due to the age of the patient, the physician requested that a new 24 mm amplatzer septal occluder device be used as a replacement. This device was deployed without any further event. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 10f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.